Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack along the side of the battery compartment. Unrelated to the complaint, investigation revealed that the threads on the battery cap were stripped and the cap was unable to secure properly to the pump. A test battery cap was able to secure and was used for testing. Also unrelated to the complaint, investigation revealed that the display was blank when the pump was powered on. The pump was opened and a failed display flex was found. A test display screen was inserted and operated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue with the pump. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.